Event description:
As reported by our affiliates in (B)(6), approximately, nine years and six months post-implant of a 26mm sapien valve, in aortic position, a new 26mm sapien 3 valve was needed due to hypoattenuated leaflet thickening. Thrombus was not confirmed. Valve in valve implant was successful. Patient was transferred to ccu post procedure. As per medical opinion, event root cause is unknown.

Manufacturer narrative:
Investigation ongoing.

Manufacturer narrative:
Additional information provided indicating the valve in valve procedure approach was trans-carotid. Updated section d4, h4 to reflect device information.

Manufacturer narrative:
The valve remains implanted. As no product was returned, no functional testing, dimensional testing or visual inspection could be performed. No imagery was returned for review. Additional information indicated echo reports showed moderate aortic insufficiency , severe aortic stenosis, peak gradient 99 mmhg, mean 65 mmhg, and ef 55-60%. Since the device lot information was not provided, device history review (DHR) review is unable to be performed. Since the device lot information was not provided, lot history review is unable to be performed. The IFU for the retroflex delivery system with sapien thv was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery. No potential manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), leaflet thickening and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, ''approximately, nine years and six months post-implant, due to hypoattenuated leaflet thickening a viv with a new 26mm sapien 3 valve was needed.'' The device was not returned for evaluation as it remains implanted in the patient. In this case, the cause for the leaflets thickening could not be determined based on the limited available information provided. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.